Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between june 24-26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the diffuser balloon. This occurred while filling the fluorouracil diffuser, after starting the injection of 5% glucose. There was no patient involvement. No additional information is available.